Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the hub of the nephrostomy tube separated. The patient was an elderly woman that resides in a nursing home. The facility called the physician because the nephrostomy tube was leaking, upon examination by the physician the hub was found detached. The device was replaced with another drain.